Event description:
It was reported by service report that the customer alleged that the stretcher was drifting while the brakes were engaged. Upon inspection of the unit by the service technician, it was identified that the brakes could not be engaged.

Manufacturer narrative:
The brakes would not hold due to bent brake rings. Along with the damage to the brake ring weldment, the extension springs and brake cushions, on the brake rings, were damaged. These defects were cosmetic damage and would not affect braking function.

Event description:
It was reported by service report that the customer alleged that the stretcher was drifting while the brakes were engaged. Upon inspection of the unit by the service technician, it was identified that the brakes could not be engaged.